Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of oversensing due to noise was noted on the atrial lead. Lead revision is anticipated and the patient was stable with no consequences.

Event description:
Additional information received that the lead was revised and the patient was stable with no consequences.